Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg and was noted that the patient skin was irritated from adhesive. The patient underwent pocket revision procedure due to depth was slightly deeper than desired. The patient was doing well postoperatively.